Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1) issue. The reporter alleged that the meter remote emitted an ¿error 1¿ message randomly. It was noted that the error 1 was not able to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/06/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the meter powered up normally and was able to be paired successfully with a test pump. No errors occurred during the investigation. There was no evidence of an error 1 sub-code 7 observed in the meter download. The complaint of the meter remote emitting an ¿error 1¿ message was not able to be duplicated during investigation. No defects were found.